Event description:
An attempt was made to deploy a 2.5 mm diameter x 24 mm length micro driver over the wire (otw) coronary stent into a patient. The target lesion, located in the mid rca was described as an hard calcified lesion, moderately tortuous with 80% stenosis and was pre dilated. Resistance was encountered due to the heavy calcification and force was applied to the relevant device in an attempt to cross the lesion. However, it was reported that the device could not cross the lesion and upon removal from the patient, it was noted that the stent was damaged. The patient was reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (hard calcification), (force applied to the device during advancement).